Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's case was damaged at the belt connector, damaging wires within the connector. The root cause for the damaged case was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.